Event description:
It was reported that after a supply change the ilet displayed alert 41 indicating an insulin absolute range error and prompted a restart; the user restarted multiple times and attempted a dry run, but the alert persisted and prevented continuation. Symptoms included no reported clinical effects. Outcomes included no impact on health or hospitalization. Investigation included remote troubleshooting with guided restarts. Investigation of this case revealed a persistent device alarm consistent with a malfunction preventing normal operation. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending device evaluation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.